Event description:
I put a brand-new daily contact lens from an infuse package by bausch and lomb in and it burned/caused an ulcer on the entire surface of my cornea. It burned off the entire surface of my cornea creating a large wound in my eye that left all of my nerves exposed as all the cells were sloughed off. My dr. Said it was one of the worst eye injuries he had ever seen. I lost my eyesight in my right eye. I've been under medical treatment since (B)(6) 2025. I was sent to a cornea specialist. I've been to the dr. Four times in one week for cornea treatment. I am on antibiotics. I have not regained my sight. The contact lens burned when I took it out of the package and put it on. Although it was sealed tight and difficult to peel the foil back, which is unusual, there was very little fluid in the package. It should have been immersed in fluid. It burned when I inserted it, but it eventually stopped burning. I kept it in all day like I normally do. The contact was defective.